Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was initially reported as ¿digestive trouble due to food¿ and was later clarified to be a touch contamination related to diarrhea. The peritonitis was manifested by abdomen pain, cloudy pd fluids and diarrhea. On the same day, the patient was hospitalized for the peritonitis event. Treatment rendered for the event was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient had not recovered from the event. The patient's peritoneal dialysis catheter was removed and hemodialysis was initiated 23 days prior to this report as they were not responding to treatment. The patient was discharged from the hospital on the same day. Should additional relevant information become available, a supplemental report will be submitted.